Event description:
Information received a smiths medical pressure monitoring/medex logical cables malfunctioned. Customer reports unstable signals; wrong values; not nullable; and pressures not measurable. No patient harm.